Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported sharp watchdog error which was reproduced at device power-up. This was found to be caused by a software anomaly. The processor printed circuit board was reprogrammed and the device software was updated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watchdog error during device power-up. There was no known patient injury or medical intervention associated with this event. No additional information is available.